Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and undersensing. There was pacing inhibition, however there was no asystole greater than 2 seconds. The noise was reproducible with isometrics. The patient experienced dyspnea and light headedness. An invasive procedure was performed to explant this device. The rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided indicating that the lead was not tested during the procedure. The lead was replaced with another manufacturer's product. No adverse patient effects were reported.